Event description:
It was reported to boston scientific corporation that a hydrothermablator procedure set was used during an endometrial ablation procedure in 2009. According to the complainant, approximately 6 1/2 minutes into the ablation phase of the procedure, a fluid loss alarm was received. The rate of the fluid loss is unk. The physician continued the procedure, and at 8 1/2 minutes into the ablation the pt bucked multiple times. At 9 minutes into the ablation they stopped the procedure because the physician felt there was a good ablation, since the pt started to wake. During a post procedure follow up (date unk) with the pt, the physician discovered a 2-3 cm burn (degree unk) on the pt's cervix. The physician did no prescribe anything for the burn. Contact with the physician to confirm degree of burn and escalation was unsuccessful. Bsc reps' conversation with the physician indicated that the pt was fine and is being followed for oozing from undisclosed area.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval since the device was disposed of; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.